Manufacturer narrative:
Date of event: unknown. The original date received by manufacturer has been used for this field. Investigation summary: bd received 12 representative samples submitted for evaluation. The reported issue was confirmed since one of the samples was occluded during testing, and silicone was found clogging the canula. The root cause of the failure was determined to be the lubrication process of the cannulas. The additional silicone from the canula forming process will occlude the canula during the lubrication process. A device history record review showed no non-conformances associated with this issue during the production of this batch. A retraining and awareness notification were performed for the personnel involved in the production of the device, in order to prevent the accumulation of silicone in the cannulas. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. No actions will be taken at this time; however, we will keep monitoring the manufacturing process in case any emerging trend is detected.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system cannula was clogged with silicone. The following information was provided by the initial reporter: "I work at an infusion center and I have had some trouble with the 24 g saf-t-intima ref 383313 IV needles not flashing when the vein is accessed. I have wasted quite a few of them on various patients thinking that I had missed the vein. After realizing that it wasn't my skills that are lacking I started just pulling the needle when I was sure I had accessed the vein. My assumption was correct because as soon as I pulled the needle the blood would fill the catheter." Via bd investigation: "one of the samples was occluded during testing, and silicone was found clogging the canula."